Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that customer¿s insulin pump was not working at all as well as bottom of the insulin pump has fallen off. Customer stated that insulin pump was broken on the back. Customer¿s blood glucose was 300mg/dl at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will not be return for analysis.

Manufacturer narrative:
Unit received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit or off no power alarm due to cracked/detached end cap. Unit had loose/flushed drive support disk.